Manufacturer narrative:
An arjo investigator examined the device; no traces of wear were found. There were intermittent damage marks on the edges of the side support attributable to bounding. All functions were ok. The catches at the side supports were good and all four had springs. Both supports were bent; only one catch per support closed. With lots of force, the second catch of the left side support could be closed too. The second catch of the right side support (when looking from the foot end) could not be closed. The room had ribbed tiles and a wide door passage, though based on the damage at the mattresses of the side support, the doorposts were hit often. The side supports did not close as they should. The investigator removed them from the equipment and took them with him. The side supports are checked in production and , if necessary , individually adjusted to ensure they are closing correctly. However, in this case, both side supports have been exchanged in the field in 2005 because of cosmetic issues and cannot be verified by the DHR. The operating manual does, however, state that the caregiver must check that both catches snap into place before use. The manufacturer concludes that one of the catches did not lock. The product should have been taken out of use and repaired/adjusted before any further usages. The customer has been using a product in need of repair/maintenance. The manufacturer recommends retraining of personnel, especially regarding the requirements of the operating manual. The device should be repaired before being returned to service.

Event description:
The facility reports the client had swam, showered, and been driven into the dressing room on the stretcher to be dressed. The client was being turned to close the other side of the napkin. When the client is turned, she always touches the side support and leans against it. This time the side support opened and the client fell on to the floor from the right hand side. The carer tried to catch her. No injuries to the client were reported. Carer complained of muscle pain at the back of the legs, a neck injury, and pain in the wrist.